Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there are some pixels in the image that flicker in various colors during a gastroscopy procedure involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the pixels in the image that flicker was due to the processor. There was no patient injury reported.